Event description:
Patient's settings were not successfully saved with the changed min on of 10, and on the first treatment (nominally 200mj front and back), the device delivered light for 1:02 and 1:56. Patient had significant erythema and reached out to their hcp at geissinger.

Manufacturer narrative:
An internal investigation initiated on march 4, 2026, identified a firmware/hardware interaction issue in model (B)(4) devices using software version 3.17. The issue is specifically tied to the rev h "no sensor" clearlink main board and the rev d "ams osram" remote sensor board. Testing confirmed the uv sensor gain can fail to apply correctly during the initialization function at power-up. When this occurs, the gain may default to a lower value (4 or 5) instead of the configured value (7 for uvb), leading to incorrect calibrated output calculations. The patient's overexposure was a direct result of this "dropped" gain state combined with the failure of the device to save updated settings to the intended min_on threshold. A "stop ship" was issued on march 4, 2026. The planned 806 report covers (B)(4) devices and includes a temporary field fix to adjust the min_on value. This adjustment is designed to ensure the device operates in fixed calibration or detects a dropped gain to prevent future overexposure events.